Event description:
It was reported during a da vinci hysterectomy surgical procedure, that the cable on the tenaculum forceps instrument separated. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was missing from clevis. Clevis does not exhibit any damage or wear marks. The reported complaint of a separated cable does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.